Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from two (2) homechoice automatic peritoneal dialysis sets. The leak was noted in the patient line of the set. The customer tried again with a new set and the same issue occurred again. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however four companion samples were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Simulated therapy was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.